Manufacturer narrative:
Concomitant medical products: 150 ml b.braun bag (B)(4), 0.9% nacl, 3g vial of unasyn, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medsun report from the FDA which states on page 5: ¿collectively over the past week or so we've had 10 infusion sets at issue (see descriptions below). There was no patient harm so there is no patient information in this report. All but item 1 were issues with non-priming capabilities; 3 of which were from emergency room and six were from pediatrics/l and d. Since the reference numbers and ID numbers were identical on the saved devices the consensus was to get the FDA notified of the trend. 1. Pump tubing broke while in emergency patient was in CT. The blue piece snapped right at the end of the infusion. The tubing was not being pulled on in any way; we were in the control room and the pump said infusion complete and then seconds later the tubing snapped loose from the top of pump and shot up in air and dumped the last little bit of abx onto the bed. 2, 3, and 4. Many pump tubings in the emergency room have problems with initial priming of line. Free flow does not occur until some pressure is applied to cause the backflo valve to "pop" open internally. 5 and 6 from l and d and 7-10 pediatrics with the similar issue: IV tubing would not prime and pump was unable to infuse IV fluids. Pump tubing changed 3 times and pump channel changed twice. What was the original intended procedure? : infusion of fluids including antibiotics for patient in emergency room or pediatrics or l&d. Page 4 of medsun: additional information for patient #1: other information about the patient that may have influenced the outcome of the event: no patient harm on any of the 10 IV infusion sets involved.¿ in a subsequent conversation with the customer it was confirmed no patient harm occurred as a result of the leak or priming events. This report is for the tubing separation and leak incident.

Manufacturer narrative:
The customer¿s report that the blue piece snapped was confirmed to be a separation between the pump tubing and the upper fitment. Visual inspection showed a separation between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set however a ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred. Functional testing was not performed due to the separation. The silicone pump tubing was measured and was within specification. The root cause of the separation could not be determined.